Event description:
It was reported that the patient cervical lead had eroded through the skin. It was noted that the cause of the infection was not device related. The patient underwent a lead explant procedure to address the infection and was prescribed antibiotics. The patient was doing well postoperatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70. Serial: (B)(6). Batch: 7092354.

Event description:
It was reported that the patient cervical lead had eroded through the skin. It was noted that the cause of the infection was not device related. The patient underwent a lead explant procedure to address the infection and was prescribed antibiotics. The patient was doing well postoperatively. The explanted devices were discarded by the facility.